Manufacturer narrative:
(B)(4). Date sent: 12/17/2024 corrected data= h1 and h6: medical device problem code translation to the additional information previously submitted: 1. Was the firming sequence started but not completed? If yes: yes 2. Did the device deliver any staples? No. 3. If yes, were the staples formed properly? No. 4. If yes, was the staple line complete? No. 5.did the device cut? No. 6. If yes, was the cut line complete? No. 7. If yes, was there any issue with the cut line? There was no staple line 8. Was there any difficulty opening the device jaws? Yes, it stuck in the stomach and the surgeon had difficulties opening the jaw. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
(B)(4). Date sent: 11/25/2024. Additional information was requested, and the following was obtained: 1. Was the firing sequence started but not completed? If yes: sim 2. Did the device deliver any staples? Não 3. If yes, were the staples formed properly? Não 4. If yes, was the staple line complete? Não 5. Did the device cut? Não 6. If yes, was the cut line complete? Não 7. If yes, was there any issue with the cut line? Não teve linha de grampo 8. Was there any difficulty opening the device jaws? Sim, travou no estômago e o cirurgião teve dificuldades para abrir a mandíbula. O material encontra-se disponível para recolhimento, porem a transportadora está com dificuldade de acesso, estamos resolvendo. Translation requested.

Event description:
It was reported that during a gastroplasty procedure, the device locked in the patient's stomach when triggered but not stapling. The surgeon reported that it seemed that the device did not have enough strength, as if the battery was low. As the endostapler stuck with the green load, it was necessary to replace the load as well. Immediate replacement of material to complete the procedure successfully with a delay of 15 minutes. There was no patient consequence. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent: 11/8/24. D4: batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was the firing sequence started but not completed? If yes, did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line? Was there any difficulty opening the device jaws? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished #psee60a, with lot/batch #c9dx3y , and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.